Event description:
During anesthesia induction for a scheduled cervical discectomy an emg tube was used for recurrent laryngeal nerve monitoring. After intubation with 7.0mm emg tube, the patient developed bleeding near tracheal region and experienced bronchospasms. The anesthetist performed a bronchoscopy and suctioned blood from bronchioles. The emg tube was replaced with a 7.5 portex tube, suspecting the emg tube might have caused some trauma. Due to this condition, the surgery was cancelled without further treatment. Since the patient was a heavy smoker, the anesthetists ''were not sure the bleeding is because of some underlying anatomy or trauma caused by the plastic strip in the nim emg tube.'' The patient was sent to ICU postop due to "developing blood in the lungs." Further details have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Analysis was performed and testing could not confirm any malfunction of the device in question. Visual analysis compared under a known good microscope (zeiss stemi 2000c at (between 0,65 to 5,0 magnification settings) showed the distal end was not deformed and had blunt/smooth edges. The tube had no damage or defect along the body. The reinforcement wire was not deformed or damaged. The cuff did not appear to have been inflated, and wire harness was still coiled up with tape as shipped by manufacturing. No anomalies or non-conformances found with tube. Tube was clean with a small amount of blood visible on electrode area. Electrode tape appeared to be in good condition with a slight crease near the electrode area, which would be consistent with bunching which could occur during removal. The tape was pliable as expected. A small piece of what appeared to surgical tape was stuck to the electrode tape near the wire harness. No electrical testing was done to the returned sample, as the complaint did not indicate electrical failure. No fault found. A cause of the reported event could not be established [patient trauma]. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, or medical records was returned to the manufacturing facility for full evaluation. The information reasonably suggests that the device in question has not malfunctioned as defined by the FDA; however, a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute to a serious injury if this event were to recur. The endotracheal tube is flexible silicone elastomer tube with an inflatable cuff and has bipolar stainless steel contact electrodes which are designed for monitoring vocal cords nerve integrity through the electrode's contacting the true vocal cords. The stainless steel wires are embedded in the silicone of the main shaft of the tube and are exposed only for a short distance (approximately 30 mm), slightly superior to the cuff. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all ti mes. Avoid inadequate oxygenation from placement in the right main bronchus by confirming the correct positioning after intubation. Avoid inadequate oxygenation due to a collapsed or blocked tube after performing a inflation test, by inspecting the inner diameter of tube for patency after test inflation. Do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with the intended gas mixture and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Before use, the cuff should be tested for cuff leakage with 15cc to 20cc of air. Thoroughly evacuate all air before intubation.